Event description:
Boston scientific received information that this atrial lead had sustained a fracture. The lead was explanted without further incident.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection of the returned two lead segments noted the lead had been severed 268 mm from the terminal pin. Additionally, the conductor coils were stretched 492 - 517 mm from the terminal pin and electrocautery had melted the insulation in several locations. Testing confirmed the two lead segments were electrically continuous. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.